Event description:
During a procedure the physician went to place the stent across the a1/a2 area to cover the anterior communicating artery. The stent was positioned for deployment and the stabilizer was advanced against the stent. The stabilizer was advanced all the way to the rotating hemostatic valve hub. The physician noticed that the stent had still not moved to the tip of the microdelivery catheter. As the physician looked back on the monitor, it was noticed that hte stent started deploying. At this point, the stent deployment could not be stopped, as the stent had moved forward out of the microdelivery catheter. The physician described it as the stent auto deployed. The stent deployed more distal than the physician intended; however, the stent still did cover ther take off to the anterior communicating artery. The physician was able to successfully coil through the stent and finished the case.